Event description:
In 2008, the pt reported that over the past 2 days she has rec'd and e4 (occlusion) error on her insulin infusion device 5 times which has resulted in her blood glucose elevating to 410 mg/dl. To troubleshoot, the pt was instructed to disconnect from infusion headset and run a 2 unit bolus of insulin which she did without error. The pt state she changed the infusion device battery just before the occlusions started. She was instructed to check the battery and she discovered there was not a lr6 on the battery. She was advised to switch to an aa alkaline battery with lr6 on it. She did so and also changed her battery cover as it was "old". She then programmed a 0.6 bolus which successfully delivered without occlusion. Complimentary batteries, battery cover, and a battery compartment key were sent to the pt. On f/u with the pt the next day, she stated she is still having some issues. The pt refused further troubleshooting. A request for further training was made. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.